Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was having a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing

Manufacturer narrative:
The service engineer (se) reported that the touchscreen was replaced, and the functional testing was reported as okay. The record was closed with no further actions performed by philips.